Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). (B)(4). The product has been returned to the manufacturer for evaluation and investigation is in-process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the unit was chewing the graft. Event occurred during testing and there was no harm, no delay reported. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. On august 20, 2018 it was reported that the unit was chewing the graft. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet surgical on august 21, 2018 revealed that the head was damaged where the blade slides across it. The device was out of calibration and the motor speed was with in specification. The control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on august 31, 2018 which included replacement of the head and bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event and it cannot be determined how the device would cut based on the findings. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review no testing was able to be performed to try to replicate the reported event. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.